Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Initial reporter: getinge technician.

Event description:
On 12th june 2024 getinge became aware of an issue with one of our surgical lights ¿ powerled 700. As it was stated, upon the preventive maintenance activities being performed on the device, a slant on the spring arm (the side connected to light head) was found. The covers of the spring arm were open and the cracked weld was found inside. The issue was confirmed with photographic and video evidence. There was no injury reported, however, we decided to report the issue in abundance of caution as crack in the weld may lead to the detachment of the spring arm, partial fall of the device and as a result of that, could lead to serious injury.

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of d4 catalog #, d4 serial # and h4 manufacture date deems required. This is based on the internal evaluation. Previous d4 catalog # (B)(4). Corrected d4 catalog # (B)(4). Previous d4 serial # (B)(6). Corrected d4 serial # (B)(6). Previous h4 manufacture date: 06/07/2011 corrected h4 manufacture date: 10/11/2010 getinge became aware of an issue with one of surgical lights ¿ powerled. A slant on the spring arm (the side connected to light head) was found. The covers of the spring arm were open and the cracked weld was found inside. We decided to report the issue in abundance of caution as the issue can cause serious injury in case of reoccurrence. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. On (B)(6) 2024, during maintenance, a partial breakage was detected on the front pivot of the spring arm (B)(4) sn (B)(4) manufactured in 2010. The fracture was located at the edge of the weld joint on one of the two connecting lugs. This fracture is probably due to repeated or excessive mechanical stresses generated during handling. According to the service order report (B)(4) the spring arm involved was replaced on (B)(6) 2024 and the device was returned fully functional. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).